Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced power button, ac light on unresponsive keypad, front case keypad, corroded rear case, corroded board, main speaker and iuis (inter-unit-interface). Based on the findings, service determined that the reported issue was due to keypad electrical failure. Device history record a review of the device history record showed the device had a manufacture date of 09apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on or off. There is no power. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not turn on or off. There is no power. No additional information was provided. There was no patient involvement.